Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8300 error 500.5040 account name: (B)(6) medical center account #: (B)(4) asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: john had error 200.5040 on etco2 sn (B)(4) pcu8015 software was 9.33 and etco2 software was 8.5 failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: I advised john to upgrade his etco2 module software to v9.33 to make it compatible with the pcu software. John will upgrade software on the etco2 module to 9.33 if he still needs assistant, he will call me back. Ref:_00d30y0yr._5000l1kw5jl:ref